Manufacturer narrative:
Initial.

Event description:
It was reported that the user¿s pump did not always turn on when attempting to wake the device, and the user had been pressing the wake-up sensor firmly as if it were a button; after education to treat it as a sensor, the user demonstrated proper activation without further difficulty during the call. Symptoms included no adverse clinical effects. Outcomes included no impact on health and no alerts or alarms. Investigation included troubleshooting and user education performed by support. Investigation of this case revealed normal device function when used as instructed, with user technique as the likely contributor to the perceived wake/sleep unresponsiveness. It was concluded, based on previously established findings for similar reports, that use error due to improper interaction with the wake-up sensor was the most probable cause.